Manufacturer narrative:
DHR review was completed and was found to be complete and accurate. Photograph provided by hospital shows that the anchorfast strap latch door was missing (broken) from the device. Although the exact root cause for the strap latch hinge breakage cannot be determined, it is possible that an oblique force was applied that caused the door to separate from the device during application or adjustment.

Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2017. Later on that same day, the strap latch that secures the tube was noted to be missing. The broken anchorfast was replaced with a new anchorfast. There was no injury to the patient.